Event description:
Clinical narrative an impella cp was inserted via femoral arterial access in a (B)(6) year-old male presenting with post-cardiotomy cardiogenic shock and low cardiac output syndrome following prior coronary artery bypass graft surgery. The patient required venoarterial extracorporeal membrane oxygenation for circulatory support and was receiving vasopressors, inotropic agents, and mechanical ventilation for respiratory support. Cardiogenic shock was classified as scai stage a at the time of device support initiation. Prior to device insertion, laboratory values included a lactate of 2.6, alanine aminotransferase of 69, platelet count of 80, and a left ventricular ejection fraction of 20 percent. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During the course of support, elevated purge system pressures were reported. The reported patient events included hematuria, hemolysis, major bleeding, infection, cardiac failure, and blood transfusion. Clinical documentation also noted pink-tinged urine, elevated lactate dehydrogenase levels, and administration of packed red blood cells. The patient was concurrently receiving multiple forms of mechanical circulatory support including extracorporeal membrane oxygenation and impella therapy. The patient was critically ill with severe cardiac dysfunction following cardiothoracic surgery and required advanced mechanical circulatory support and pharmacologic therapy. Patients in this clinical condition frequently experience multisystem complications including hemolysis, bleeding, infection, and organ dysfunction related to underlying cardiac failure, critical illness, anticoagulation management, and the use of multiple circulatory support devices. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information was received reporting the device was removed the following day in addition to extracorporeal membrane oxygenation (ECMO) decannulation without complication.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6 (medical device problem code) was updated to remove ¿access site adverse event,¿ as the bleeding location was not specific to the impella access site. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned and insufficient information was provided. The cause of the issue was not established as no product or logs were returned and insufficient information was provided.